Event description:
In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The battery, 3.008 volts, shows an ifi=no condition. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. No obstructions were observed in the pulse generator header lead cavity or the connector blocks. In addition, the in-line cavity go gauge test passed and a bench in-line lead fully inserted into the pulse generator header, past the negative connector block (lab conditions). There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
High impedance was observed for the patient's device with >10000 ohms. Patient did not have a robotic voice since (B)(6) 2016 that patient normally has with vns stimulation. Patient also experienced pain at the generator site. The device was disabled as a result on (B)(6) 2016. During surgery on (B)(6) 2016, the surgeon chose to prophylactically replace the generator for a newer model. Upon replacing the generator, the surgeon subsequently got 3200 ohms as the impedance with the new generator connected to the old lead. Generator diagnostics with the test resistor indicated 4000 ohms. The physician was attempted to manipulate the lead during case to check the integrity of the lead and receive impedance around 3200 ohms repeatedly. The surgeon also tried to manipulate the patient's neck to see if the initial high impedance could be due to a micro fracture, but the impedance was again within normal limits. As a result, the lead was not replaced. Both the generator and lead were implanted for more than 2 years. The explanted generator was received for analysis on 2/5/2016. Analysis is underway but has not yet been completed.